Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had his knee replaced this past fall and did well according to surgeon. Patient was revised due to fall recently and his knee became sore. Patient believe something was not right. Patient came in and seen by a surgeon. Upon examining the knee it was appeared that there was a loosening of the tibial base plate at the implant to bone interface. Surgeon revised the patients knee and explanted the tibia, femur and the insert. Patella was left in situ and new revision components were implanted. Doi: (B)(6) 2020 dor: (B)(6) 2021 right knee.